Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead became extrinsically distorted due to pulling/ stretching/ overstress, the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching. The lead has been stretched, so the inner tubing buckled and prevents the helix from functioning properly. Analyst commented, lead returned with helix partly extended, tissue visible in it. The distal conductor is distorted in the connector at 1.5 centimeters (spin), no further helix testing possible.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable pacing lead (ipl) tip does not work. The ipl was removed and replaced. No patient complications have been reported as a result of this event.